Event description:
It was reported the patient had an incisional hernia surgically repaired 19 months after device implantation. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).